Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded and checked under fluoroscopy with no problems found, and was validated by the physicians. The valve was inserted into the patient's aortic annulus. The physicians began to deploy the valve but no capsule movement was observed. The team then noticed that the emergency handle was open. The delivery catheter system (dcs) was closed using the handle manually, pushing the emergency handle and removing the dcs from the patient. A new valve and dcs were used for implant. After the procedure, the team attempted to open the dcs by turning the handle but the capsule did not move, with the valve stuck inside it. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evproplus-34 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. There was a bulge at the capsule over-capture site, with a split to the capsule outer layer visible at the bulge site, exposing the nitinol frame. There were scratches visible along the capsule. There was a slight tear to the distal end of the capsule along a scratch, exposing the nitinol frame. There were scratches and slight deformation to the distal end of the inline sheath. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap clips sitting deeper than usual. During an attempt to deploy the valve, the end cap retracted to reveal partial breaks to the end cap clips and deformation to the distal ends of both clips. The tip retract was advanced to deploy the valve, and the valve was deployed with a slightly bent strut following significant initial resistance. Two kinks were visible to the distal end of the inner member shaft. The spindle hub appeared intact with no evidence of damage. A valve was unable to be loaded into the dcs due to damage to the inner member shaft and end cap. The reported event for unable to deploy could be confirmed in the analysis due to the condition of the returned dcs. Conclusion: during an attempt to deploy the valve, the end cap retracted to reveal partial breaks to the end cap clips and deformation to the distal ends of both clips. End cap separation refers to an event where the end cap/screw gear snap fit fails and the capsule cannot retract. The failure occurs when the system forces exceed the tensile strength of the joint. The force on the system is a cumulative effect that can be increased by many factors, including patient anatomy, access route, and load quality. In this case the physician stated that the patient's calcification in the femoral artery contributed to the deployment issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Two kinks were visible to the distal end of the inner member shaft. Inner member shaft kinks have historically been observed when the device was returned for analysis with no stylet in place to support the shaft, as was observed in this case. The over capture of the capsule may also have contributed to the kinked inner member. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no difficulty with the deployment knob during deployment was reported. Per the physician, the patient's calcification in the femoral artery contributed to the deployment issue.